Manufacturer narrative:
We have not received the two reported complaint devices for evaluation since both units were discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. We have evaluated other three unused devices from the same lot number that were returned from the hospital. No defects were noted in either of those three devices. Both internal and common carotid balloon inflated and deflated properly. We did not observe any leakage from the joints in any of those returned devices. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have also reviewed the complaint history for this product line for this specific failure mode that had occurred in last 5 years. The current rate of occurrence is determined to be within our expected rate of occurrence and is in line with our risk documents. According to the surgeon, the device inflated and deflated properly during pre-use check. During the procedure, surgeon noticed one of the balloons had deflated and then he observed a leakage at the stopcock joint. There was no injury to the patient as the result of this incident. Please note that we have also submitted manufacturer's report number: 1220948-2019-00033 for the another f3 shunt related incident that occurred at this hospital with a different surgeon.

Event description:
During procedure, liquid started to leak from the stopcock joint of the internal carotid balloon in two of the lemaitre f3 shunts. This is report 2 of 2.